Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer's blood glucose was 520 mg/dl. Additionally, it was reported that an unexpected reset occurred. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.